Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging and difficulty aligning charger to ipg. The patient underwent a revision procedure wherein the ipg was replaced and pocket site was relocated. No malfunction was suspected. The patient was doing well postoperatively.